Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04767 for the first spyscope ds ii and 3005099803-2025-04777 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access and delivery catheters were used during cholangioscopy procedure in the common bile duct for the treatment of stones on (B)(6) 2025. It was reported that after approximately 8 to 10 minutes of successful cholangioscopy, the image abruptly disappeared. Initial flickering was observed, followed by the monitor displaying a gray screen with five dots. They used a second scope with the same problem. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04767 for the first spyscope ds ii and 3005099803-2025-04777 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access and delivery catheters were used during cholangioscopy procedure in the common bile duct for the treatment of stones on (B)(6) 2025. It was reported that after approximately 8 to 10 minutes of successful cholangioscopy, the image abruptly disappeared. Initial flickering was observed, followed by the monitor displaying a gray screen with five dots. They used a second scope with the same problem. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11. The returned spyscope ds ii was analyzed. The overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The reported complaint regarding visualization was confirmed. The provided photos were analyzed and showed image interference, loss of visualization, and the 5 dot display. The returned spyscope ds ii was analyzed, visual inspection revealed no external damage. Image testing confirmed the device failed to display an image when connected to the controller. The reported event was confirmed. Functional inspection indicated the camera tip articulated normally, though image quality remained impaired. No leaks were detected during testing, psi and capacitance were stable, and handle inspection found no residues in the breakout region. Electrical testing showed measurements outside expected values, consistent with component malfunction. The most probable conclusion is cause traced to component failure. Electrical testing identified values outside expected ranges, indicating a failure within the camera assembly. This determination is based on reported field observations, media analysis and returned device analysis. With all available information, the evidence supports that an electrical component failure contributed to the event. The absence of treatment will be addressed as adverse event related to procedure since the event was not completed due to the devices inability to display an image. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU) or product label.